Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Mitraclip xtw was inserted and placed on the mitral valve. After establishing final arm angle for the second time, a decision was made to deploy the clip. However, in order to deploy the clip, the rest of the deployment steps were performed, and before finishing with the 8 turns of the actuator knob and lever the grippers up, the pin was already deployed from the clip. The clip had prematurely deployed on the mitral valve, and post deployment, the clip opened from 20 degrees to more than 60 degrees. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. The patient was reported to be stable and discharged.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Mitraclip xtw was inserted and placed on the mitral valve. After establishing final arm angle for the second time, a decision was made to deploy the clip. However, in order to deploy the clip, the rest of the deployment steps were performed, and before finishing with the 8 turns of the actuator knob and lever the grippers up, the pin was already deployed from the clip. The clip had prematurely deployed on the mitral valve, and post deployment, the clip opened from 20 degrees to more than 60 degrees. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. The patient was reported to be stable and discharged.

Manufacturer narrative:
All available information was investigated, and the reported clip open while locked and premature activation could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported cowl and premature activation were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.